Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report is being filed for the first of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2009-04012 for the associated device information. It was reported to boston scientific corporation that two flexima biliary stent systems were placed during a stenting procedure of a patient. During the procedure, resistance was felt when the guide catheter was retracted for the stent to be released. The guide catheter became stretched and the stent was unable to be released. A second flexima biliary stent system was not able to be deployed. A final successful attempt was made with a third flexima biliary stent system to deploy the stent at the target site. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.